Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the patient's cavity and it could not be determined if the componnent was retrieved from the patient's cavity. The hospital reported no injury to the patient.